Event description:
It was reported that the device was explanted because it was unable to communicate with the programmer.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. No communication could be established. With another battery attached, the power consumption of the device was measured and found to be normal. The cause of the battery depletion was undetermined. The battery was sent to the vendor for further analysis. The analysis indicated that the battery had normal depletion.

Manufacturer narrative:
No medwatch form was received.